Event description:
It was reported the patient was experiencing auto-reduction from his scs system. An sjm representative met with the patient and confirmed all lead contacts were invalid. The sjm rep reprogrammed the patient's system but was unable to gain complete stimulation coverage. X-rays have been ordered to further evaluate the patient's scs system. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.